Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), tooth disorder ("dental issues") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, alopecia, tooth disorder and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, perforation and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)\the proximal portion of coil is embedded within the uterine cornu'), fallopian tube perforation ('perforated left essure product thru the tube') and embedded device ('the right proximal fallopian tube has a single metallic coil embedded within it') in a 37-year-old female patient who had essure (batch no. 717518, 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass. Concurrent conditions included insomnia. Concomitant products included calcium carbonate, colecalciferol (vitamin d3), ferrous fumarate, gabapentin, lorazepam, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), vitamins nos (multivitamin) and zinc. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tooth fracture ("dental problems-teeth breaking") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, alopecia, tooth fracture, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue outcome was unknown, the headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 717518 man date: 2010-02 exp date: 2013-02. Lot number: 740657 man date: 2010-05 exp date: 2013-05. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: newly added events-embedded device and fallopian tube perforation. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)\the proximal portion of coil is embedded within the uterine cornu'), fallopian tube perforation ('perforated left essure product thru the tube') and embedded device ('the right proximal fallopian tube has a single metallic coil embedded within it') in a 37-year-old female patient who had essure (batch no. 717518, 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass. Concurrent conditions included insomnia. Concomitant products included calcium carbonate, colecalciferol (vitamin d3), ferrous fumarate, gabapentin, lorazepam, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), vitamins nos (multivitamin) and zinc. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tooth fracture ("dental problems-teeth breaking") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, alopecia, tooth fracture, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue outcome was unknown, the headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 717518 manufacturing date:2010-02 expiration date:2013-02. Lot number: 740657 manufacturing date: 2010-05 expiration date:2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 37-year-old female patient who had essure (batch no. 717518, 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass. Concurrent conditions included insomnia. Concomitant products included calcium carbonate, colecalciferol (vitamin d3), ferrous fumarate, gabapentin, lorazepam, medroxyprogesterone (depo provera), multivitamin, paracetamol (acetaminophen) and zinc. On (B)(6)-2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced tooth fracture ("dental problems-teeth breaking") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2016. At the time of the report, the uterine perforation, alopecia, tooth fracture, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue outcome was unknown, the headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-dec-2010: total bilateral occlusion lot number: 717518 man date: 2010-02 exp date: 2013-02 lot number: 740657 man date: 2010-05 exp date: 2013-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 37-year-old female patient who had essure (batch no. 717518, 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass. Concurrent conditions included insomnia. Concomitant products included calcium carbonate, colecalciferol (vitamin d3), ferrous fumarate, gabapentin, lorazepam, medroxyprogesterone (depo provera), multivitamin, paracetamol (acetaminophen) and zinc. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced tooth fracture ("dental problems-teeth breaking") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, alopecia, tooth fracture, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue outcome was unknown, the headache was resolving and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-lot numbers and reporter information added, demographic and product information were added. Events added are as follows- vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, tooth fracture, fatigue, abdominal pain. Events onset date, severity and outcome added. Concomitant drug and condition added. Historical condition added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.